Manufacturer narrative:
Investigation summary: received a photo from the customer showing the affected sample. The sample was observed to have a torn seal. Received one (1) used. List #unknown, tego; lot #unknown. The seal was observed to be torn. The reported complaint of damaged tegos could be confirmed. The returned sample had torn seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history lot review could not be conducted because no lot number(s) was/were identified. Corrective and preventative actions are in process.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a tego connector was found to have a damaged silicone layer. The reporter stated that "another tego cap was received from the nurses with a defective silicone layer (unfortunately without name/date) and the tego with a defective silicone layer that ICU medical personnel took". The customer indicated that the reported cases showed loose/detached silicon layer of the tego connector. A sample photo was provided. The photo shows that the product was cracked. There was no patient harm reported.